Manufacturer narrative:
(B)(4). Concomitant medical devices - orthopedic salvage system rs ls tibial bearing 20mm catalog #: 161098 lot #: 967760, orthopedic salvage system rs polyethylene femoral bushings catalog #: 161034 lot #: ni, orthopedic salvage system rs axle catalog #: 161035 lot #: ni, unknown orthopedic salvage system lock pin catalog #: ni lot #: ni, unknown orthopedic salvage system tibial bushing catalog #: ni lot #: ni, unknown orthopedic salvage system rs segmental distal femur catalog #: ni lot #: ni, unknown orthopedic salvage system rs non-modular tibia catalog #: ni lot #: ni. Report source - foreign: (B)(6). The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2022-00355. Investigation incomplete.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address post-operative fracture of the yoke, damage to the tibial bearing, pain and difficulty ambulating approximately one (1) year post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
D10 - concomitant devices - orthopedic salvage system rs ls tibial bearing 20mm catalog #: 161098 lot #: 967760, orthopedic salvage system rs polyethylene femoral bushings catalog #: 161034 lot #: 685770, orthopedic salvage system rs axle catalog #: 161035 lot #: 994120, orthopedic salvage system polyethylene tibial bushing catalog #: 150476 lot #: 604320, orthopedic salvage system proximal modular tibial component 9cm catalog #: cp113461 lot #: 493800, orthopedic salvage system diaphyseal segment locking screw set catalog #: 150481 lot #: 065760, orthopedic salvage system polyethylene locking pin catalog #: 150478 lot #: 069270, unknown orthopedic salvage system rs segmental distal femur catalog #: ni lot #: ni.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address post-operative fracture of the yoke, damage to the tibial bearing, pain and difficulty ambulating, requiring a cane approximately one (1) year post-operatively. Initial operative notes noted there were no intraoperative complications placing the components. Revision operative notes noted frontal instability and the two lateral metal locking fins of the yoke were broken, which released the hinge and made it unstable. The components were replaced without difficulty and no intraoperative complications were reported.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address post-operative fracture of the yoke, damage to the tibial bearing, pain and difficulty ambulating, requiring a cane approximately one (1) year post-operatively. Revision operative notes noted frontal instability and the two lateral metal locking fins of the yoke were broken, which released the hinge and made it unstable. The components were replaced without difficulty and no intraoperative complications were reported. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 - concomitant devices - orthopedic salvage system rs ls tibial bearing 20mm catalog #: 161098 lot #: 967760, orthopedic salvage system rs polyethylene femoral bushings catalog #: 161034 lot #: 685770, orthopedic salvage system rs axle catalog #: 161035 lot #: 994120, unknown orthopedic salvage system lock pin catalog #: ni lot #: ni, unknown orthopedic salvage system tibial bushing catalog #: ni lot #: ni, unknown orthopedic salvage system rs segmental distal femur catalog #: ni lot #: ni, unknown orthopedic salvage system rs non-modular tibia catalog #: ni lot #: ni.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned yoke confirmed that both fins had fractured off the device. Additional fracture analysis of the yoke showed two lateral fin fracture surfaces and bending hinge artifacts at the opposite edge, indicating the fracture mode transitioned from fatigue to bending overload before final rupture. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.